Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, water was found in the tubing connected to the sensor board assembly and the active exhalation control module. Due to the water ingress, the device's tubing, motor blower, active exhalation control module and sensor board assembly were replaced.